Event description:
This is a spontaneous case report received from an adult female consumer in united states on 11-jan-2016 who had essure (fallopian tube occlusion insert) inserted. The consumer stated she had complications and had to have her fallopian tubes removed (date not provided) at (B)(6). She was upset about it. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who stated she had complications from essure (fallopian tube occlusion insert) and had to have her fallopian tubes removed. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's complications were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who stated she had complications from essure (fallopian tube occlusion insert) and had to have her fallopian tubes removed. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's complications were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported event and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.